Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported upper aligner are painful and casing bleeding. They are cutting their gums. They took over the counter pain medication to help with the pain with no relief. They have tried soaking the aligners with no relief. Asked patient to gently file the sharp edges and provide an update if this improved fit and relieved pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.